Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula which led to high blood glucose level of 400mg/dl, and it was obtained through continuous glucose monitoring (cgm) and blood glucose (bg) meter. The infusion set was inserted at abdomen. The high blood glucose was addressed by a shot. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.